Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog number: 00877703203 lot number: 2978531 brand name: biolox head procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: catalog number: 00771101000, lot number:61963088, brand name: m / l taper stem. Catalog number: 00620205022, lot number:61977279, brand name: trabecular metal modular cups. Unknown liner. Unknown biolox head. Multiple reports were submitted along with this report 0001822565-2021-00936. 0001822565-2021-00937. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a post -operative deep venous thrombosis requiring additional hospitalization and treatment. Attempts have been made and additional information on the reported event is unavailable at this time.